Event description:
This male patient with a history of hyperlipidemia, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, and hypertension was admitted for angiographic carotid artery evaluation. Angiography revealed an 80%, 20mm eccentric lesion in the left proximal ica. The patient was asymptomatic at the time of treatment. An angioguard device was deployed distal to the target site without difficulty. The lesion was predilated. A 10 x 40mm precise stent was deployed with good results. There was 0% residual stenosis. The angioguard was retrieved without complication. There was no debris noted in the basket. Later the same day, following the procedure the patient experienced a sudden onset of aphasia. The event took longer than 24 hours to resolve and was therefore diagnosed as an ischemic stroke. The patient did have full recovery with no residual deficits and was finally discharged in stable condition after three days hospitalization.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Embolic strokes are a known complication associated with carotid artery stenting and are caused by an embolus (debris or blood clot) that forms elsewhere in the body and travels through the bloodstream to the brain). Lumen enlargement during stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the blood stream. Sufficient antiplatelet therapy must be conducted during and post procedure to decrease the risk of embolic strokes. The femoral access site also suffers vessel injury that can potentially cause an embolic stroke. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. Based on the information available, there are inherent procedural risks as well as patient and vessel factors that may have contributed to this event.